Event description:
A customer contacted beckman coulter, inc (bec) in regard to differential results obtained from two unicel dxh 800 coulter cellular analysis systems for one patient. The instruments did not generate flags and the results were discrepant when compared to results from a peripheral blood slide, which was considered correct. The hematologist who reviewed the peripheral blood film reported bands, nrbc present and blasts seen. The discrepant results were not reported out of the laboratory. There was no death, injury, or change to patient treatment with this event. Controls run before the event recovered within the expected ranges. Service was not requested for this event.

Manufacturer narrative:
Raw data analysis showed that the neutrophils are in the low volume region and the population is touching the lymphocyte population. The lymphocyte population is elongated in rls (rotated light scatter). The overall histogram patterns look abnormal, but the flagging rules of the algorithm were not sensitive enough to set suspect flags. Per labeling from the dxh 800 instructions for use, the dxh 800 system manager includes flags, codes, and messages to alert the user to issues with patient or control results. Beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. This report documents incident on one of the two dxh instruments in the customer's laboratory. The incident on the other instrument is documented in MDR# 1061932-2012-02074.